Event description:
The hcp reported that the patient had experienced a loss of therapeutic effect. The pump volumes were checked. The expected reservoir volume was 3.3 mls; the actual was 28 mls. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.